Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with motor error alarm during rewind as a result of a motor encoder signal being out of phase. Further testing could not be performed due to the motor error alarm.

Event description:
The customer reported that the insulin pump alarmed motor error. The blood glucose reading was 349mg/dl. The caller mentioned that she was prescribed steroids, which may have caused her blood glucose to rise. During the call, the customer stated that she was hospitalized with diabetes ketoacidosis and high blood glucose of 460mg/dl. The customer mentioned having a bad insertion site. Advised the caller that the insulin pump would be replaced. No further information was provided.